Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number (B)(6), revealed that the battery was near normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicating eri is showing but it's still at 2.76v. Oor was cleared and then eri was seen. Today, the impedances on the monopolar were between 636 and 716 ohms. It was inquired to see if radiation treatment for skin cancer could cause this. It was reviewed that por was more likely and radiation would not likely affect impedances. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that an out of regulation (oor) was seen on the patient programmer. Caller said the patient's wife was told to turn the ins off prior to having radiation. They got the oor when trying to turn the ins off. Upon interrogation with the tablet they also found the ins to be at the elective replacement indicator (eri) with 2.55v. They performed a longevity test: 3.0v, 90pw, 185hz 462 ohms 2.8v, 60pw, 185 hz 559 ohms. Calculated longevity eri 19.21 months and eos 22.2 months. It was reported that the eri has occurred prematurely and the caller will be inspecting for short circuits. The rep did impedance tests in various head positions but they can't find any impedance issue. Palpation along the system didn't elicit any sensation and the patient doesn't have any return of symptoms. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the oor was currently not resolved. There was no known reason as to why the battery hit eri prematurely. Impedance checks were performed numerous times while palpating the implantable neurostimulator (ins), extensions, and lead, but the impedances continued to be normal with no short or open circuits. The consumer was currently in the process of reaching out to the surgeon¿s office to be put on the schedule for a battery change, but that hadn¿t been done yet. It was noted this information wasn¿t confirmed with the account because the impedance checks weren¿t performed at the office, just with the rep. No further complications were anticipated.